Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer's mother reported that on the first day of applying the adc freestyle libre sensor, the customer experienced symptoms described as redness, itching, pain, and "bubbles" at the sensor site. Customer had contact with a healthcare professional who prescribed a cortisone cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. (Serial number) has been modified based on the returned product. Performed visual inspection on returned product nothing observed. Adhesive patch was intact and attached to the mount of the puck. The adhesive patch was not peeling away from the puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. Thus, these complaints are not confirmed. No product deficiency was identified.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer's mother reported that on the first day of applying the adc freestyle libre sensor, the customer experienced symptoms described as redness, itching, pain, and "bubbles" at the sensor site. Customer had contact with a healthcare professional who prescribed a cortisone cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.